Event description:
The reporter stated that they are experiencing an issue with the hubs on the bifuse set cracking and leaking. No further info available at this time. The date of the actual incident is unk at this time.